Event description:
A customer contacted beckman coulter (bec) to report that tubes in a coulter lh 750 hematology analyzer were being pierced off center causing aspiration errors. The customer reported that the cap on one tube came off after being pierced and blood spilled onto the belt drive of the autoloader assembly. The volume of the spill was reported as 3 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a labcoat and gloves at the time of the event. No injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site and found the tube detector assembly and stripper plate were out of alignment. The fse removed the rocker bed assembly, cleaned the remnants of the spill, reinstalled rocker bed and performed alignments on the tube detector and made minor adjustments to the needle pierce assembly which resolved the needle alignment and aspiration issues. The fse then ran multiple specimen racks to verify instrument performance. No other issues were observed. The cause of the issue is attributed to alignment of the needle pierce assembly. (B)(4).